Manufacturer narrative:
No product samples or videos were returned for evaluation. An image was returned which appears to show a hair in the cassette. No other anomalies are evident from the image. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint can be confirmed. The probable cause is due to an error during the gowning process at the manufacturing cite in costa rica. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. Pictures were provided by the customer and are pending evaluation.

Event description:
The customer reported that a plum set had hair inside the cassette upon removing the set from the package. The event did not occur during patient use, there was no delay in therapy or adverse event and no one was harmed as a result of this event.